Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had no stimulation sensation. Three days after implant, while going to bed, the pt felt no stimulation. There were no falls or trauma to the area. The pt was seen at the clinic and several electrodes had low impedances; under 250 ohms. An x-ray was recommended, along with reprogramming. Add'l info was requested.